Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29-jan-2014.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported the right side breast "has developed an odd shape" (deformation-post operative). No treatment or surgical reoperation has occurred. Patient later also reported a right side rupture. Healthcare professional later confirmed a right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: deformation-post operative: no observed deformation on the device. Raynaud¿s phenomenon-ndr: unable to observe since it is not related to the device. Varied injuries-ndr: unable to observe since it is not related to the device. Rupture: observed opening on posterior side assesses as fold flaw opening. Additional observations: observed stress marks on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device remains implanted. This relates to the right side.